Event description:
It was reportedt that during use, the device suddenly shutdown, and stop ventilating. There were no patient health consequences reported.

Manufacturer narrative:
The investigation was based on the available information regarding the reported event. The device, savina, was manufactured in april 2013 and the internal battery was last time replaced in 2017. Based on the investigation it was concluded that a worn internal battery caused the reported event. Replacing the internal battery reportedly remedied the issue. A faulty internal battery could cause a device shut down or restart during an ongoing ventilation in case the external power supply (mains, external battery) is not available or the periodically performed operation check fails due to a faulty internal battery. When mains power supply or power supply via a charged external battery is established, ventilation with this device can be continued according to the instructions for use. The internal battery is a spare part and its capacity has to be checked regularly every twelve months according to the instructions for use. Replacement of the internal battery is recommended every two years or earlier if there are signs that it is out of specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, the device suddenly shutdown, and stop ventilating. There were no patient health consequences reported.